Event description:
The customer alleged an intermittent no audio alarm for loss of ac power found during pre-patient testing. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. The parts were replaced as a precaution only. There is no related svc history with this device. It is not verified that there was no audio alarm, and no malfunction may have occurred. The parts will be sent to the MFR and examined. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.